Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The therapy worked well for about a week and then he had a return of symptoms. No stimulation sensation was noted. The patient will increase stim, and then an hour or so later he won't feel anything. The patient felt stim more when sitting than standing and that it was sometimes uncomfortable. The patient had tried increasing stim and has tried different programs. Additional information received from the healthcare provider (hcp) noted that there was a 50% or greater symptom reduction. The hcp noted there was no event. Reprogramming was need; device related. The patient's void symptoms were 90 - 100 % improved. The patient complained of a "shock" when he sits. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l239, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).